Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. During inspection of the returned product, it's identified to be tsv4b8 and not tsv4b10 as reported. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. D1: brand name was updated. D4: catalog number was updated. D4: lot number, UDI number and expiration date unknown / not provided. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H4: device manufacture date is unknown / not provided. H10: narrative/data was updated.

Event description:
Additional information: item returned for evaluation was tsv4b8. During follow-up, the doctor indicated that whatever was returned is what failed.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. Fax number unknown / not provided. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #19 was removed due to peri-implantitis.